Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a hyperglycemia event while using the ilet, with a fingerstick blood glucose of 464 mg/dl and no symptoms, after announcing meals multiple times to correct glucose, the user then performed a full supply change and reported a previously bent cannula on the prior site, with glucose trending down thereafter. Symptoms included hyperglycemia without associated clinical manifestations. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically improper method and failure to follow instructions related to using meal announcements as corrections, with relevance to the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.